Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was damaged. It was also reported that the top of the battery cap was worn. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/04/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks. The threads on the returned battery cap were stripped and the top of the cap was worn. A test battery cap was used to complete the investigation. The test battery cap continued to spin when attaching to the pump because of the cracks in the battery compartment.